Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 170282. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two physical samples were received for evaluation by our quality team. The samples came in sealed packaging blisters and a visual inspection was performed. Both samples have the barrel with embedded degraded resin and no other defect or imperfection was observed. The cause for this defect could have resulted during the syringe molding process. When the embedded degraded resin can build up in the hot runner system and become loose and break off, becoming molded into the components. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter: "foreign material in syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 170282. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two physical samples were received for evaluation by our quality team. The samples came in sealed packaging blisters and a visual inspection was performed. Both samples have the barrel with embedded degraded resin and no other defect or imperfection was observed. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Root cause description: the cause for this defect could have resulted during the syringe molding process. When the embedded degraded resin can build up in the hot runner system and become loose and break off, becoming molded into the components. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter: "foreign material in syringe".